Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, breather valve fell off was found during the surgery. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch # a9e249. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. A visual analysis of the returned tb5lt device revealed that the stopcock was detached from the sleeve assembly. Additionally, the opened packaging was returned together with the instrument; however, the stopcock itself was not included. After a visual inspection, breakage damage was observed at the location where the stopcock is assembled. Due to the condition in which the instrument was returned, no functional or performance testing was conducted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Device history review: a manufacturing record evaluation was performed for the finished device batch a9e249 number, and no non-conformances were identified.